Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased hemoglobin result while using the cell-dyn emerald analyzer. The customer generated an initial result of 7.5 g/dl and a retest result of 16.2 g/dl. No adverse impact to patient management was reported.